Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was outside the labeled altitude operating range; however, alarm was able to be cleared. The customer was at 4000 ft, but she has been traveling too close to 10,000 ft elevation recently and did get up to the higher end of the operation range today. The customer's blood glucose was 250 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm.